Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter (B)(4).

Event description:
Withdrawal was reported as were symptoms of sweating (diaphoresis) and swelling. It was reported since implant, the patient was not sure if she was going through withdrawal from the oral medication, from the pump, or from both. Hot and cold sweats were noted, but it was reported the patient was not in full withdrawal. On (B)(6) 2013 at three am, the patient went to the hospital because she was in so much pain and thought the pump had broken. It was reported the patient was treated with intravenous therapy (IV) and given two shots of dilaudid 2 milligrams (2 mg) at the hospital. It was also noted the patient followed up with the healthcare provider (hcp) the next day. It was reported when the patient laid or sat down she had pain, ¿like a pin going through, zapping her.¿ the pain was at the incision site where the catheter was implanted and the incision site was painful to touch. It was further reported the patient had to walk hunched over and the incision was itchy. The patient was not sure if there was pus or drainage due to the glue. It was noted the patient, because of her illness, does not have an immune system and easily gets infections. It was also reported the morphine ¿makes her hyper" and the patient had been on many different medications prior to implant. The hcp told the patient he would be adding more medication to her pump today at her appointment. The pump was being used to deliver fentanyl and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013-, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2013, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient never had therapeutic effect. It was also reported the patient fell two weeks ago and the patient&#62688;pump and personal therapy manager (ptm) were not working. The first couple of days post implant and before the patient fell she had no pain. The pump only worked before her fall when she used the ptm. The healthcare provider (hcp) told the patient the pump was in the wrong place and should be taken out. Two weeks ago the patient fell and she is thin because she has cancer. The patient fell on her stomach very hard on the marble floor. It was further noted before the fall the patient was still in pain and was not feeling well. It was also reported the patient &#61953;had a detox&#63506;recently when the drug was changed and was still detoxing from medication at this time or it was possible she might be having side effects from having leukemia. The patient has had her pump checked since her fall by her physician. It was reported the dose was increased and she was given another bolus dose a day after the fall. It was also reported the patient had gotten &#61842;oze out&#63503;of her ptm in the middle of the night in the patient and said this happened when she first got the pump four weeks ago. The pump has been beeping every four to six hours and the patient was hearing two or three beeps. An error code on the patient&#62688;ptm was also reported and it was not connecting. The error code reported was "9876." It was further reported the pump had moved in the patient's body, the patient had major pain, cannot sleep, had anxiety, and concerns about the pump malfunctioning, as well as &#61829;feeling creeped out and weird&#63508;that something was implanted in her body that was not working, and no medication coming from the pump. It was noted the patient could not go anywhere or do anything, back pain, wrapped up catheter, and &#62728;the feeling of someone pulling the pump from her body, right leg pain, and cannot stand up straight. The patient went to the emergency room (ER) twice and &#62728;they do not know how to handle her device.&#63489;an x-ray was taken at the ER two weeks ago. The patient had been to four different emergency rooms and all she got was a pain shot and was sent home. It was reported the patient&#62688;hcp would not come to the ER to see her, but suggested to the ER staff to give her dilaudid. It was also reported the patient was &#62597;ready to cut the pump out&#63490;because she was &#61906;grossed out about having the pump implanted.&#63497;it was noted there was medicine in the pump, but it was not coming out because she does not feel the medication. It was also reported the catheter was wrapped around and the patient's belly button was &#62153;killing her.&#63508;the patient normally does not have back pain, but it &#61829;felt like someone was pulling the pump from her body.&#63520;the pump was being used to deliver fentanyl, clonidine, and morphine.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the ptm did not display any unexpected bolus denied for lockout interval that corresponded to a successful request.

Manufacturer narrative:
(B)(4)

Event description:
Additional information: it was later reported that they had determined that part of the issue patient reported was that the healthcare provider (hcp) had conducted a change in meds and the bridge bolus was 92 hours therefore she couldn't use the ptm (personal therapy manager, 8835 programmer). Regarding the fall, it was stated that the pump does seem to have moved and the hcp was planning a revision of the pump pocket in the near future. Patient had been advised to speak to the hcp on all pain and pump issues from this point on. In regards to the 9876 error code reportedly seen on the ptm, it was stated that they attempted a bolus and no error code was encountered. Patient had got a lockout of just over an hour. Since there was no such code there was a possibility of this code being a 8976 that indicated telemetry interference esp. In the downlink. The ptm tech report was printed and they did not see any lockouts that would not be expected and displayed an unexpected bolus denied for lockout interval that corresponded to a successful request between (B)(6) 2013 (patient was set to get 2.5 qid - 8 x/ day or every 3 hours); after (B)(6) patient had 19 denials. It was noted that patient was requesting twice as many boluses in one day than she would have access to. It was confirmed managing hcp did check patient and pump on (B)(6) and found no issues with the system at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information later reported the pump was explanted (B)(6) 2014.

Manufacturer narrative:
Additional information/evaluation summary: the pump was returned for analysis. Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.